Event description:
Patient's mom reports that the adhesive on the neria guard insertion site is not sticking well. She has tried to add additional tape on top to, but it is difficult to do so. They would like to switch back to the cleo tubing since they never had this problem with that tubing. Unknown if patient has missed dose. Unknown if patient experience an adverse event as a result. Unknown if patient has defective product on hand. All known information is contained on this form. Subcutaneous rernunity self-fill pt (patient). Pt started using remunity device (B)(6) 2024. Reported to (B)(6) by: patient/caregiver.